Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was at the beach with the pump at a temperature of 88 degrees (fahrenheit) and the pump declared multiple temperature alarms. Reportedly, the alarms continued to occur. Customer's blood glucose level was 250 mg/dl. The customer had manual injections as alternate insulin therapy.